Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the device was removed against resistance and with excessive force. Per the instructions for use, IFU, section 7, do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The patient effect of unspecified tissue injury is listed in the electronic perclose proglide instructions for use (eifu), as a potential adverse event of use of the device. Based on the information provided, a definitive cause for the reported difficult to close, difficult to remove and scratched/damaged material could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Factors that contribute to the scratch guide/sheath, include, but not limited to contact with anatomy or rubbing/friction action during the procedure. In this case, it is unknown if the reported IFU deviation contributed to the reported difficulties. The patient effect is a known potential adverse event of use of the device. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 1506 removed; 3020, 2017, 1528 added. H6: medical device problem code 2017/against resistance and excessive force

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 5f sheath after a diagnostic procedure. Reportedly, unspecified "irregularities" were noted with the device. Additionally, there were difficulties closing the foot. Multiple attempts, releases, and maneuvers to close the foot while it was in the patient anatomy were unsuccessful; therefore, the footplate was not fully closed when the device was removed. A prostyle device was attempted; however, due to the issues with the proglide, the arteriotomy was injured and enlarged, rendering closure with the prostyle ineffective. Manual compression was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 5f sheath after a diagnostic procedure. Reportedly, unusual visual markings resembling scratches were noted on the black ¿elbow or angled portion of the device where the sheath meets the metal guide tube¿ [proximal end of the guide]. Additionally, there were difficulties closing the foot and resistance was noted during device removal. Multiple attempts, releases, and maneuvers to close the foot while it was in the patient anatomy were unsuccessful; therefore, the footplate was not fully closed when the device was removed with increased force. The arteriotomy was injured and enlarged as a result. A prostyle device was attempted. There were no issues with the device and it worked as intended; however, hemostasis was not achieved due to the enlarged arteriotomy. Manual compression was applied to treat the vessel injury and was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using a 5f sheath after a diagnostic procedure. Reportedly, unspecified "irregularities" were noted with the device. Additionally, there were difficulties closing the foot. Multiple attempts, releases, and maneuvers to close the foot while it was in the patient anatomy were unsuccessful; therefore, the footplate was not fully closed when the device was removed. A prostyle device was attempted; however, due to the issues with the proglide, the arteriotomy was injured and enlarged, rendering closure with the prostyle ineffective. Manual compression was ultimately used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.